Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord was broken at the root. Distal end light guide bundle end face chipped the image to became blurred, indistinct or noisy. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for customer allegation; cause traced to component failure for additional issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was water leakage from the subject device. There were no reports of patient harm.